Manufacturer narrative:
Product event summary: a partial lead in portions was received. Returned product analysis was performed and no anomalies were found. The proximal and distal low voltage electrodes of the lead was covered in body tissue/fibrotic growth. Visual evaluation of the distal conductor did not reveal any anomalies. Electrical testing found the continuity was complete in the proximal conductor. Setscrew marks were noted centered on the connector pin(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited loss of capture and was confirmed to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.